Event description:
A malfunction was reported on the pump by the customer, although no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level as a result of the malfunction. Technical support provided information on how to reset the pump, and assisted the customer with the reset process. The malfunction code did not recur after the reset, allowing the customer to continue using the pump, with instructions to contact support if the issue reappears.